Event description:
It was reported that the patient no longer believes her vns device is functioning as she is having an increase in seizures. No additional relevant information has been obtained to date.